Event description:
It was reported that, at a in clinic visit, it was noted that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited sudden out-of-range right atrial (ra) pacing impedance of greater than 3000 ohms. Technical services (ts) reviewed the presenting electrocardiogram (ECG) and noted there was farfield oversensing on the ra channel and noise which appears to be due to muscle noise. Additional ts review of the ECG found noise which was likely indicative of oversensing of the respiratory rate trend signal (rrt). Ts recommended programming rrt off at the next follow-up. This crt-d and ra lead remains in service. No adverse patient effects were reported.